Manufacturer narrative:
Analysis of production: (3331/213) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period jul-2019 through jun-2021 was reviewed. There were no triggers identified for the review period.

Event description:
It was reported that the battery in the cardiosave intra-aortic balloon pump (iabp) has failed. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device: (10/213). A getinge field service engineer (fse) was assigned to investigate the reported issue and reported that batteries were sent to customer to replace them. Since customer replace the batteries in the unit, the customer verified that batteries were charged before returning to clinical use. Upon completion of our investigation, a supplemental report will be submitted.

Event description:
It was reported that the battery in the cs300 intra-aortic balloon pump (iabp) has failed. There was no patient involvement, and no adverse event reported.